Event description:
Pt experienced capsular contracture, baker's class IV on left breast and class iii on right breast. During surgery right breast implant appeared intact; left breast implant was leaking silicone which was contained by the capsule around the implant. A gross pathological examination revealed a 9.5 cm tear in the greatest dimension on the side of one implant and a 0.5 cm hole in the other implant.